Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) may not be working as it should be and is "not totally working". The patient further reported that their phone interfered with their ipg and would make it act up. The ipg remains in use. No patient complications have been reported as a result of this event.